Event description:
It was reported that the procedure was to treat a heavily calcified proximal circumflex artery. A 3.5 x 28 mm xience v was pressurized to 12 atmospheres when it caused a perforation at the distal end of the stent implant. A 3.0 x 12 mm graftmaster was used to seal the perforation. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of perforation, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.